Event description:
It was reported that radiopaque marker detached from the catheter during the procedure. A snare device was used to remove the detached marker. No additional information available.

Manufacturer narrative:
The suspect device has been returned for evaluation. A final report will be submitted when the evaluation is complete.